Event description:
It was reported that the patient had a left ventricular assist device (lvad) implanted. The subcutaneous implantable cardiac defibrillator (sicd) system had been programmed off for the implant procedure of the lvad. At a post lvad implant follow-up, there was noise in all sensing vectors of the sicd system. The doctor elected to keep the sicd system programmed off at this time. There were no adverse patient effects. The sicd system remains implanted.